Manufacturer narrative:
Vyaire medical was able to confirm customer reported issue. Extended tests revealed that unit delivered no positive end expiratory pressure (peep), internal inspection revealed pinched tubing under accumulator. Technician corrected tubing and the unit passed 48 hours extended tests at customer settings with no unusual alarms or conditions. The ventilator passed ts final test which included many alarm and ventilation functions.

Event description:
The customer reported that the lap top ventilator 1200 having issue with unstoppable positive end expiratory pressure (peep) and intermittent circuit alarms. Additionally the unit does not ventilate. Oscillated between 30-40 on the pressure gauge. Does not sense the patient and does its own thing. The customer confirmed that there is no patient harm associated with this reported event.